Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to dislodgement, the patient complaint of stating like he did before his pacemaker and an x ray confirmed the lead was dislodged. This rv lead was successfully revised. This rv lead remains in service. No additional adverse patient effects were reported.